Event description:
It was reported that the customer experienced a blood glucose (bg) level of 480 mg/dl and ketones: cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Reportedly, the customer experienced vomiting. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.